Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (removal of essure devices). Essure was removed in 2014. At the time of the report, the pelvic pain, genital haemorrhage, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage and pelvic pain to be related to essure. Further company follow-up with the consumer, lawyer or lawyer is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation fallopian tubes"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding/abnormal bleeding (general)") in a 26-year-old female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent any essure confirmation test". The patient's medical history included splenomegaly. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("pain: both sides; lower abdomen") and back pain ("pain: lower back pain"), 6 days after insertion of essure. In 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6)2017, the patient experienced headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (she underwent hysteroscopic removal of essure bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, headache, migraine, abdominal pain lower and back pain had not resolved and the anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, migraine and pelvic pain to be related to essure. The reporter commented: essure was inserted on following dates: (B)(6) 2014. Per medical record: surgical pathology report: right tube essure (removal). Gross examination only. Left fallopian tube and essure (left salpingectomy): completely transected fallopian tube. Right fallopian tube (tubal ligation): completely transected fallopian tube. Removal detail: the implant on the right was not visible. Graspers were used and the right essure was removed without difficulty. I attempted to remove these with a grasper and this was unsuccessful as they were embedded within the peritoneum. The patient's right lower quadrant was noted to have scarring from her prior appendectomy. At left incisions were created into the fallopian tube to identify the essure implant and once this was confirmed to be within the fallopian tube, monsel solution was placed and this was unsuccessful as stopping all the bleeding, but did cauterize most of the bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan: on (B)(6) 2014: the ultrasound visualized no implant on left. Ultrasound scan vagina: on (B)(6) 2014: one essure implant visible. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: fallopian tube perforation, pelvic pain, genital bleeding, depression." Most recent follow-up information incorporated above includes: on 14-dec-2018: reporter information was added. The case is medically confirmed. This case concerns 26 year old patient. Her demographic was updated. Her medical history was added. Lab data was added. Essure indication was amended. Essure insertion and removal date was added. Per plaintiff fact sheet following events: perforation fallopian tubes; dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); headaches; migraines; (pain: both sides; lower abdomen); (pain: lower back pain) and she did not underwent any essure confirmation test) were added. She had not recovered from aforementioned events. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.